Event description:
It was reported that during a thrombectomy procedure, a stent fracture occurred. The clot was located in the non-tortuous and non-calcified brachiocephalic vessel. As the physician deployed the sentinol self-expanding nitinol biliary 9 x 80 x 750 stent into the brachiocephalic vessel, it was noted that the stent appeared fractured. No attempts were made by the physician to remove the fractured stent. The physician implanted another of the same sentinol stent within the previously implanted fractured sentinol stent to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).